Event description:
It was reported that the patient experienced difficulty with his inflatable penile prosthesis 700 pump. He was initially activated in the office by his physician, but then when at home he was unable to inflate and describes the pump as being "hard as a rock". He returned to the operating room on (B)(6) 2020 the physician. Was able to activate his pump multiple times in the operating room, but now that he has been instructed to attempt it on his own. He has only been successful one time. He is not able to get the pop that is necessary to seat the valve. The patient was instructed in trouble shooting maneuvers to attempt.